Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the device was implanted in their butt cheek and it was causing pain and that it had moved. The patient reported they could not sit down and that the health care physician (hcp) had to go back and ¿re-adjust it and replace it and whatever¿. The patient reported the hcp had to put it deeper and sawed it in place ¿whatever¿/the patient had a revision surgery. The patient was assuming this occurred in 2012. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the implanting physician: the doctor had not seen the patient since implant and pocket revision in 2012. Implant surgical notes dated (B)(6) 2012 were provided describing the implant with a pouch made on the left buttock, as the left side was the preferred side as based on the trial evaluations. There was a good response to the four programs that were set. The patient tolerated the procedure well and went to recovery in satisfactory condition. Post-operatively the patient¿s urgency, frequency and pelvic pain responded to intraoperative percutaneous nerve evaluation with modulation of the third sacral nerve. On (B)(6) 2012, patient was admitted again due to painful positioning of the implant. The patient¿s pelvic floor dysfunction was partially responding to the device with reprogramming. The implant was repositioned deeper in the gluteus maximus on the left. The previous scar was excised in a transverse fashion, pocket was deepened in the gluteus maximus and the implant was placed back in the newly created pouch, cautery was utilized, antibiotic solution was utilized. The patient tolerated the procedure well and was brought to recovery room in satisfactory condition. There were no further complications reported/anticipated.

Manufacturer narrative:
Event date is approximate. Implant was (B)(6) 2012 and date of pocket revision was (B)(6) 2012. The date the ins position became uncomfortable was not clear. If information is provided in the future, a supplemental report will be issued.